Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that all the connectors on the atp board were reseated to resolve the issue. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the image acquisition system (ias) was beeping and the pendant was showing "initializing please wait". There was no patient present when this issue was identified. During troubleshooting, disconnecting the ias and mobile view station (mvs) and rebooting was performed.